Manufacturer narrative:
(B)(4). Additional narrative: it was reported that following insertion of the mesh the patient experienced pain in both upper thighs and urinary problems. It was reported that on (B)(6) 2012 the patient underwent mesh revision due to bilateral pain in upper thighs and removal of stitch granuloma on both inner thighs.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was also reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence and symptomatic cystocele and mesh was implanted. It was also reported that post implantation, the patient experienced pain, erosion, extrusion, infection, recurrence, bleeding, dyspareunia, vaginal scarring, organ perforation and urinary/bowel problems. It was reported that on (B)(6) 2012, the patient underwent excision of soft tissue mass, bilateral thigh due to ¿pain from previous bladder tack surgery, mesh 2007¿. (B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-07136. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-07136. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007, and a mesh was implanted. It was reported that the patient underwent a posterior repair, laparoscopy and trachelectomy on (B)(6) 2007, due to cervical prolapse and rectocele. No additional information was provided.

Manufacturer narrative:
(B)(4).